Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was unable to be interrogated. There was a single amber bar indicating no telemetry was present. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.